Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6fr launcher guide catheter was used during a procedure. It was reported that the device was inserted into the patient's body and the device kinked on torquing. When attempted to be removed it sheared off product was retrieved via snare. No further patient injury reported.

Manufacturer narrative:
There was moderate to severe disease in the mid rca. The lesion was not pre-dilated. Resistance was noted. There was difficulty engaging the catheter. While torquing, it was noted that it was difficult to advance the catheter, and there was some tension. It was reported that the device may have been overly torqued. A kink in the catheter was noted under fluoroscopy. The device sheared off about 25-30 cm from the distal end of the catheter during attempted removal. If information is provided in the future, a supplemental report will be issued.